Event description:
It was reported the lead integrity alert (lia) triggered due to high lead impedance on the superior vena cava (svc) coil. The impedance has been fluctuating between 75 and greater than 200 ohms. Follow up disclosed defibrillation threshold testing was performed and "everything was normal". The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.